Event description:
It was reported that during patient use, a ventilator compressor became inoperative. The patient was transferred to another ventilator. There is no serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer inspected the device and replaced the compressor solenoid and dryer. The ventilator then passed all testing.

Manufacturer narrative:
(B)(4). The air dryer assembly and solenoid valve assembly were returned for investigation. Both products were installed into a test ventilator and the device functioned as intended. The reported malfunction could not be duplicated on either product. The probable root cause of the malfunction could be the compressor printed circuit board.